Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2025, the patient experienced an fracture of the femoral trochanter. This adverse event was resolved through revision surgery on (B)(6) 2025 due to the nail breakage, the compression scew breakage and pain associated with pseudoarthrosis (nonunion). The intertan products ware removed and hip replacement arthroplasty was performed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the threaded end fractured off the remainder of the device. The entire device is worn and discolored. A laboratory analysis performed on the device revealed that the intramedullary nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking was likely caused by the nail bearing cyclic stresses more than the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. A review of the instructions for use (IFU) documents for intramedullary nail system revealed in possible adverse effects that cracking or fracture of the implant may occur. Preoperative planning section states that proper type and size of implant must be selected to ensure effective treatment of patients considering factors such as patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants. Additionally, postoperative care section warns that early weight bearing substantially increases implant loading and increases the risk of breaking the device. Also, notes healing of fractures treated with metallic surgical implants must be confirmed prior to permitting weight bearing on the bones and are no substitutes for skeletal healing. Also, ¿additional postoperative precautions should be taken when the fracture line occurs within 5 cm of the nail¿s screw hole, as this places greater stress on the nail¿¿. The clinical/medical investigation concluded that, based on the complaint description of ¿pain associated with pseudoarthrosis (nonunion)¿, it is likely the components fractured in the presence of bony non-union secondary to stresses applied on the device, as the IFU notes the components are not a substitute for skeletal healing, which should be confirmed prior to weight bearing. However, mechanical and/or patient factors cannot be ruled out as contributors to the event, and it cannot be confirmed that the IFU and surgical technique were adhered to in its entirety. The patient impact included the reported device fractures in the presence of bony non-union, pain and the revision/conversion to total hip arthroplasty procedure. The current patient status is unknown, although a transient post-surgical restorative phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, however, no commonalities that would suggest a device deficiency were found nor an adverse trend. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d4 (expiration date), d9, h4. Corrected data: h6 (health effect - clinical code).